Event description:
It was reported to minimed that the customer reported a crack on the battery tube threads and pump alerting change battery. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed for crack on the battery tube threads and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring and pump¿s functionality was affected(pump not working and change battery alert). No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1715k was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sc1-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit powered up after battery installation. However, unit alarmed persistent failed battery alarm despite multiple new battery installations. Unable to further navigate menus. Unit was unable to be downloaded using thus software due to persistent failed battery alarm. Unable to proceed with the sleep current measurement, active current measurement and self-test. Unable to generate power graph due to failed battery alarm preventing unit history download. Unable to retrieve software version due to battery anomaly. Proceeded to cut unit open to perform deconstructive analysis. Per visual inspection, all connectors including the battery connector were plugged in properly. No moisture damage noted during visual inspection. Unit was received with the following cosmetic damages: pillowing keypad overlay, scratched case, cracked case, battery tube threads - cracked, and cracked case (battery tube). In conclusion, customer allegations with unexpected battery power loss were unknown due to unit powering on with persistent failed battery alarm, preventing unit download and further investigation of any battery anomalies. However, allegations of cosmetic damage were confirmed when battery tube threads - cracked were noted. Overall, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.